Event description:
Boston scientific received information that this device was explanted for an unknown reason. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our (B)(4) laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times [, and the eri to eol time period was shortened,] due to a higher-than-typical build-up of internal battery impedance.